Event description:
Product was revised. No complaint stated.

Manufacturer narrative:
There is no complaint stated for this product. Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete. This event took place in another country.